Event description:
A customer reported a malfunction with the pump, specifically noting that the pump screen was dark and would not turn on. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to perform some troubleshooting steps, including reseting the pump which initially did not resolve the issue. Cts decided to replace the pump. The customer agreed to use multiple daily injection (mdi) as a backup therapy to ensure continuous insulin delivery.